Event description:
Caller reported experiencing a cartridge alarm during the loading process. Despite this issue, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to continue using the current pump until a replacement with updated software is received. Technical support confirmed the replacement and provided necessary instructions for returning the faulty pump.